Manufacturer narrative:
Update to d2. Reported event: it was reported that (B)(6) - mps reported sawblade was 4mm proud of the visual while in haptics. Case type: tka. Surgery was not completed robotically. Update: "< 15 min delay. Was the case cancelled? No. Yes, the tibia resection was made manually, but the femur resections were all made robotically". Update: "yes, the patient was under anesthesia at the time.". Product evaluation and results: as per work order, upon arrival at site I successfully completed a pre-surgery without issue. I proceeded to check j2 in particular to see if there was any variation in specs vs actual. There was none. Ran a successful auto-arm accuracy test, again without issue or warnings. Problem cannot be duplicated by me. I did confer with the mps mulltiple times following the issue he had with the system trying to narrow down the possibilities. Note: they did run, I believe, 4 successful cases following the case with the reported problem with any further issues prior to my arrival at site. Completed concurrent tests and checks without any failures or errors. System is ready for "continued" clinical use. Product history review: a review of device history records shows that (B)(6) was inspected and accepted into stock on 11/09/2015 and was handled via qt. A review of the data revealed that the non-conformances is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in trackwise related to (B)(6) shows no additional complaints related to the failure in this investigation. Conclusions: the failure is not confirmed via inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
(B)(4), (B)(6) - mps reported sawblade was 4mm proud of the visual while in haptics. Case type: tka . Surgery was not completed robotically. Update: "< 15 min delay. Was the case cancelled? No. Yes, the tibia resection was made manually, but the femur resections were all made robotically". Update: "yes, the patient was under anesthesia at the time.".

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4) - mps reported sawblade was 4mm proud of the visual while in haptics. Case type: tka. Surgery was not completed robotically. Update: "< 15 min delay was the case cancelled? No yes, the tibia resection was made manually, but the femur resections were all made robotically." Update: "yes, the patient was under anesthesia at the time."